Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 186 mg/dl. Troubleshooting was done. The customer stated that she had clipped the insulin pump inside her bra and may have mashed a button when leaning over her desk. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly however, found moisture damage to the keypad traces during visual inspection. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.